Event description:
It was reported that a pt being treated with a resmed CPAP device along with supplemental oxygen passed away.

Manufacturer narrative:
The device associated with this event has not been returned to the MFR. Resmed has requested the device be returned for an engineering investigation. Resmed is currently working with the dme (on call medical) to review the pt¿s therapeutic info and obtain add¿l info.